Event description:
This complaint was captured from an academic conference (another country's society of interventional cardiology). The pt was a male. The target lesion was the mid lad and the first diagonal. There was on info regarding the vessel's characteristics. In 2005, pci was conducted, and a 2.5x23mm cypher stent was implanted at 16 atmospheres via a radial approach. Five days later, two cypher stents, (2.5 x 23mm) and (2.5 x 18mm) were implanted via a radial approach at 16 atmospheres. In late 2007, the pt was hospitalized with complaints of chest pain on mild exertion. On the same month, f/u coronary angiography revealed the 2.5 x 23mm cypher stent in the mid lad to be restenosed, and stent fracture of the implanted cypher(s) in the first diagonal was noted. It was not reported which one of the two stents implanted in the first diagonal fractured, or if both were fractured. As per the implanting physician, the probable cause of stent fracture is that the overlapping area of the stents was in a flexed area, and pulsatile forces from the heart beat lead to mechanical stress on the stent. The restenosed stent in the mid lad was treated via balloon angioplasty. Three was no report of any adverse sequelae to the pt.

Manufacturer narrative:
The prod is not available for evaluation and testing. Add'l info will be submitted within 30 day of receipt. This prod is distributed outside the united states, but is similar to us distributed stent delivery sys. This is one of three prods used during the same procedural setting. Please reference MFR report#s: 9616099-2008-01625, 01626, and 01627.